Event description:
The patient required a long MRI scan under general anesthesia. The machine worked fine until there were about 30 minutes remaining in the procedure. The anesthesiologist noticed that there appeared to be overbreathing but it turned out that the ventilator wasn't cycling. They went to manually bagging the patient. Staff tried turning the machine "off" then "on" but the ventilator button read "fault." Since the patient was breathing spontaneously and tolerating the procedure, they continued the exam.follow up reveals that an evaluation of the device by anesthesia clinical engineering lead to the replacement of the ventilator control assembly, which was still under warranty. The anesthesia clinical engineer could not ascertain the exact problem with the module since it is sealed and could thus not be examined, but replacing the module fixed the problem. The module was returned to the manufacturer but was misplaced by draeger so no manufacturer feedback about the cause of the problem is available.